Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened stent delivery system with tip protector in a tray was received for the report of persistent iritis, peripheral anterior synechiae, proximal end obstructed, dulls aches, corneal decompensation, and stent explanted. The returned delivery system was visually inspected and was found to be nonconforming with surgical debris on the cannula. The returned micro stent was visually inspected and was found to be nonconforming with surgical debris on the micro stent. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirmed surgical debris on the cannula of the delivery system and micro stent; however, the complaint evaluation could not determine how and when the micro stent became obstructed as it was implanted, then explanted at a later date. Therefore, the exact root cause of the obstruction could not be determined from this evaluation. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s IFU (instruction for use) could potentially contribute to an outcome similar to the reported event. A potential risk associated with anterior chamber surgery outlined in the product's IFU is peripheral anterior synechia (pas). As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the obstruction could not be determined from the complaint evaluation. All stent delivery systems are 100% visually and functionally inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: 2025-90997

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the trabecular stent implantation procedure, patient experienced persistent iritis. The proximal end of the trabecular stent had been obstructed and was slightly pulled into the anterior chamber due to peripheral anterior synechiae. The patient¿s intraocular pressure had remained stable, but cyclodiode procedure which was laser glaucoma therapy, was performed after the trabecular stent failed. Additional information received stating the patient was prescribed with carbonic anhydrase inhibitors. No intraoperative peripheral anterior synechiae was observed. As phacoemulsification stent reduced intraocular pressure to 31mmhg, patient underwent laser treatment subsequently and off antiglaucoma drops but experiencing aches with persistent low-grade iritis. The trabecular stent was successfully explanted.

Event description:
Additional information was received stating that the patient continued to experience persistent dull aches. Iritis had improved, and steroids had been discontinued. The patient was developing corneal decompensation.

Manufacturer narrative:
Correction information was provided in h.6. Code f2303 - medication required was missed to be reported on initial MDR submitted. Additional information provided in b.5., d.6.b., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).